Event description:
It was reported that the ilet pump¿s touchscreen froze and the pump stopped delivering after supplies were changed, and when the pump was unlocked it displayed an ¿unable to proceed¿check alerts¿ screen without allowing access to alerts; the screen was observed to be cracked, and moisture ingress was discussed as a potential contributor, consistent with a device fracture affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.